Event description:
The user facility reported, the device delivers inaccurately. No medical intervention or patient involvement were reported. Requests for further information have been sent to user facility but not further information has been provided at this time.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.